Event description:
It was reported that while using the unspecified bd ¿ syringe it exploded due to a crack and there was leakage. The following was received by the initial reporter: date incident occurred: 2023-07-26 is the product quarantined? No. Details of issue: dose: gammagard 10g sq once weekly. Patient was pulling medication into two syringes. When she got to around 70ml, the second syringe exploded due to a crack in the syringe. Patient attributes it to defective or damaged supply. Her physician advised that she needs to infuse the full volume. Patient used a second vial of the 10g vial to supplement her dose. We will have to replace a vial of the medication as this is a supply issue. Supporting documentation and/or pictures: in review of this vqr, we sent f/u questions to the reporter for additional information. Please see the details below. Medication: pt dose is 10g of a 10% solution, total dose = 100ml. Question: the syringe is a 50 ml syringe. What is meant by the syringe exploded around 70 ml into the second syringe? Answer: I think while she was drawing up the full volume of 100ml into two separate syringes, the issue occurred with the second syringe. Question: how many mls were in the 2nd syringe before it ¿exploded¿ or leaked? Answer: 20ml. Question: what did the patient mean by the syringe exploded? Did it just start to leak? Answer: the patient reported it has an explosion and the medication started leaking everywhere.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd ¿ syringe it exploded due to a crack and there was leakage. The following was received by the initial reporter: date incident occurred: (B)(6) 2023. Is the product quaratined? No. Details of issue: dose: gammagard 10g sq once weekly. Patient was pulling medication into two syringes. When she got to around 70ml, the second syringe exploded due to a crack in the syringe. Patient attributes it to defective or damaged supply. Her physician advised that she needs to infuse the full volume. Patient used a second vial of the 10g vial to supplement her dose. We will have to replace a vial of the medication as this is a supply issue. Supporting documentation and/or pictures: in review of this vqr, we sent f/u questions to the reporter for additional information. Please see the details below. Medication: pt dose is 10g of a 10% solution, total dose = 100ml. Question: the syringe is a 50 ml syringe. What is meant by the syringe exploded around 70 ml into the second syringe? Answer: I think while she was drawing up the full volume of 100ml into two separate syringes, the issue occurred with the second syringe. Question: how many mls were in the 2nd syringe before it ¿exploded¿ or leaked? Answer: 20ml. Question: what did the patient mean by the syringe exploded? Did it just start to leak? Answer: the patient reported it has an explosion and the medication started leaking everywhere.